Manufacturer narrative:
Product analysis: visual and microscopic evaluation confirmed that just the locking mechanism was returned. With just the locking mechanism returned no root cause can be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Common device name: intervertrebral fusion device with integrated fixation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cerebral spinal meningitis and underwent anterior cervical discectomy and fusion.during surgery, the locking cap was broken.when the locking cap was attempted to be twisted, it could not be twisted. The locking cap was broken when it was considered that it turned. The operation at c3/4 was completed without problems. The product came in contact with the patient. Fragments of the broken part remained in the patient. No patient complications were reported as the result of the event. There was a delay of more than 60 minutes.